Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, version: 2.2.6. A medtronic representative went to the site to test the equipment. It was confirmed a "error connection" occurred when trying to download some series of a patient. The system did not pass the system checkout and further service was pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, some data series could not be downloaded onto the navigation system. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated as part of the investigation. Analysis found that the reported behavior was the intended functionality of the software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the probable cause of the issue is due to compressed studies being sent and the software is not able to open compressed studies. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.